Manufacturer narrative:
(B)(4). Additional information was received fifteen months following the initial clinical observations noting that a latitude red alert was generated for this system due to low, out of range shock impedance measurements. Testing noted a measurement of 16 ohms. A revision procedure was performed and the lead associated competitive right ventricular (rv) lead was removed from service and replaced. This device remains in service. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was explanted due to a system upgrade and was returned for testing. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted a hole in the rv tip seal plug. All other seal plugs were intact and all setscrews moved freely. The device passed mechanical and electrical tests. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in noise and oversensing.

Event description:
Boston scientific received information that this system was exhibiting noise on the rate sense channel which was being oversensed, resulting in several stored events. Impedance measurements were within normal limits. The noise could not be re-created with isometrics, pocket manipulation, deep breathing or coughing. However it was recreated on the shock channel only with isometrics. However, the shock impedance measurements were stable. The physician will continue to monitor this patient. No adverse patient effects were reported.